Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-19355. It was reported that the patient's t7 lead had migrated to t2. As a result, on (B)(6) 2021, the physician re-positioned the migrated lead back to t7. Surgical intervention resolved the issue. It is unknown which lead migrated so both are being reported on.